Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A health professional reported, the astigmatic correction is not in the target refraction following refractive treatment. Additional information is requested. There are two related reports for this patient. This report addresses the patient's right eye, and another manufacturer report will be filed for the fellow eye.

Manufacturer narrative:
The device history records (DHR) for the device have been reviewed. The associated device was released based on company acceptance criteria. Customer reported correction is not in the target refraction. Review of the logfile for the day of treatment shows during the start-up in the morning the system passed all initialization steps without any relevant deviation. The user performed the gas change, skipped the scanner test and performed the necessary energy check, eye tracker and fluence test without any issue. The logfile shows many successfully performed treatments. The related treatment cannot be identified. But the review of the complete day shows no error message or relevant warning message. The user performed an energy checks before each patient and eye tracker was activated for each patient. The energy was stable during the whole day. No abnormalities or deviations can be detected in the logfiles, which can contribute the reported issue. Clinical review concludes as follows: it was reported that the postoperative refraction of a patient after lasik was unsatisfactory. The treatment report shows a nasal hinge that was done by microkeratome and a hyperopic astigmatic ablation profile. Due to the long nasal hinge, part of the refractive ablation took place on the back of the hinge, because it was not protected during surgery. The postoperative topography also shows this double ablation and is therefore the main reason for this high astigmatic overcorrection and the irregular steepening of the cornea. Additionally we see that the surgeon holds the two sponges close to the ablation area, which might block the laser ablation in certain parts. Looking at the preoperative topography it can be seen, that the cornea was already a bit irregular. A technical issue with the laser system is highly unlikely. The unprotected hinge, the interference of the flap with the ablation profile and the double ablation on the flap backside, causes the postoperative outcome. We strongly recommend to review the principles of refractive surgery with the customer. Root cause can be confirmed as use error. Reported event resulted from failure of the customer to follow published instructions or directions for use. The manufacturer internal reference number is: 2020-09594.